Event description:
The patient was undergoing a colonoscopy after recent bowel surgery and his abdomen was distended (ischemic bowel). The decompression tube was fed onto the guide wire with no complications. When attempting to remove the guiding catheter from the decompression tube, it became difficult to remove and then snapped. Part of it remained inside of the outer sheath. The md noted no complications.